Event description:
Patient implanted in lower vermilion borders in 1998. Onset of implant extrusion and infection in 1998. Implants revised and patient treated with cephalexin in 1999. Implant explanted in 1999. And another in 1999.